Manufacturer narrative:
Additional information indicates that the edwards valve removal was not related to a valve malfunction, patient injury, or injury related to a device malfunction. As per new information received, the aortic valve had to be explanted due to ¿technical reasons¿ to facilitate the implantation of the left ventricular assist device (lvad) but there was no degeneration or valve pvl. This complaint does not meet the criteria for a complaint. This supplemental report is to redact the initial report.

Event description:
As reported by our affiliates in (B)(6), two years and five months after the implant of a 26 mm sapien 3 valve by tf approach in aortic position, the valve was explanted and a 23 mm sjm trifecta valve was implanted. During the same procedure the mitral valve was replaced and the tricuspid valve was reconstructed with a ring. Unfortunately patient passed away two days after the explant due to cardiogenic shock, heart insufficiency with lung edema and severe reduced biventricular function. As per pi the event is neither device nor procedure related. Additional information indicates that the edwards valve removal was not related to a valve malfunction, patient injury, or injury related to a device malfunction. As per new information received, the aortic valve had to be explanted due to ¿technical reasons¿ to facilitate the implantation of the left ventricular assist device (lvad) but there was no degeneration or valve pvl. This complaint does not meet the criteria for a complaint. This supplemental report is to redact the initial report.

Manufacturer narrative:
In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the explant of the sapien 3 valve two years 6 months after the tavr procedure. A supplemental report will be submitted when and if additional information becomes available. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, the device was not returned and information was not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency was related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), two years and five months after the implant of a 26 mm sapien 3 valve by tf approach in aortic position, the valve was explanted and a 23 mm sjm trifecta valve was implanted. During the same procedure the mitral valve was replaced and the tricuspid valve was reconstructed with a ring. Unfortunately patient passed away two days after the explant due to cardiogenic shock, heart insufficiency with lung edema and severe reduced biventricular function. As per pi the event is neither device nor procedure related.